Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited pacemaker mediated tachycardia (pmt) and inappropriate atrial tachy response (atr) episode. Then, additional pmt and atr episodes were observed approximately 2 years later in which this patient experienced dizziness symptoms. Technical services (ts) discussed programming optimization and retrograde testing. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.